Event description:
The device was used in surgery. The surgeon implanted four fast-fix devices withou tissue and on the fifth device t2 did not penetrate the capsule soit was removed and t1 was left in the joint unsupported. He could not confirm if this device was of the recalled lot. No delay took place and no pt injury or complications resulted.